Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after that, the tube of the bottle of co2 had linked at the stopcock valve, operator tried to inflate the gas into the pt. However, he found out that no gas was inflated. After that, the operator checked the tube, and it correctly worked. He tried to change the trocar (same code, but different lot number), but the same problem happened. So the surgeon to resolve the problem, converted to open the operation. The customer didn't indicate that anything was broken on the trocar, only that the device didn't allow the co2 flow. There was no problem on the tube. It was already used with success for a new operation after this event. The stopcock valve was correctly open. No consequences on pt, and now he is in good health.

Manufacturer narrative:
Other # = e9en8k (batch # for device b) and f9g44r (batch # for device c); exp date = 01/2013 (device b) and 01/2014 (device c). 2/2008 (device b and 2/2009 (device c). Eval summary: instruments a, b and c were received in good condition. The devices were functionally tested and no anomalies were noted with the air flow mechanism. Although the event could not be confirmed, a potential cause of the inability to insufflate the pt in the position of the stopcock valve. It should be in the open position, in order to allow the proper co2 flow. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.